Event description:
It was reported the patient lost communication with his ipg and his external devices. The (B)(4) rep met with the patient and confirmed the issue with replacement devices. Follow up identified the patient's ipg was replaced on (B)(6) 2012. It was reported the patient was receiving adequate stimulation postoperative.

Manufacturer narrative:
Results: the complaint for no communication and no stimulation was confirmed. As received, the ipg was not functional. The ipg was cut open. A leaky battery was observed. The battery weld was cracked on the marked side. Battery electrolyte had leaked from the weld end of the battery. No functional testing of the ipg was performed. Inspection of the kapton tape revealed it was contaminated with battery electrolyte; however, no signs of being compromised were observed. (B)(4) has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. (B)(4) defers to the patient's physician regarding medical history.